Event description:
Related manufacturer reference number: 2017865-2022-48966. Related manufacturer reference number: 2017865-2022-49000. It was reported a patient's right ventricular (rv) lead presented with inappropriate shock due to dislodgement. The left ventricular (lv) lead had no capture due to dislodgement. The atrial lead also presented with low sensing and loss of capture due to dislodgement. The dislodgement was confirmed via x-ray. The rv, lv, and atrial leads were explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and no capture. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.